Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left arteriovenous (av) fistula using pod coils, ruby coils, ruby coil detachment handle (handle) and a lantern delivery microcatheter (lantern). During the procedure, the physician placed one ruby coil in the target location using the handle. The physician then advanced the pod coil in the target location and made multiple attempts to detach it using the handle; however, the pod coil failed to detach. Therefore, the pod coil was removed. It was reported that the physician did not try detaching the pod coil manually. The procedure was completed using a ruby coil, the same handle and the same lantern. There was no report of an adverse effect to the patient.